Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Seven days after the onset of peritonitis, the patient was hospitalized. The patient was treated with cefazolin and cefotain, ip (dose and frequency not reported). After five days of being hospitalized, the patient was discharged. At the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c11063 and h13d20039 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).